Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. Hybrid analysis confirmed that the device incurred charge time out (cto)s with the original device battery. The device could provide a 35 joule (j) charge within nominal charge time when using an external supply. The device was fully functional and no hybrid anomalies were found. Battery analysis found no internal short. Lithium (li)-severing was observed leading to reduced anode surface area and consistent with high impedance measured on the battery upon receipt for battery analysis. Review of the save-to-disk data showed charge timeout events before recommended replacement time (rrt) and subsequent explant. The excessive charge time resulted from an increased battery resistance induced by li-severing.

Event description:
It was reported that the patients implantable cardioverter defibrillator (ICD) had triggered an alert for excessive charge time and charge circuit timeout. Resulting in the device triggering end of service (eos) and not meeting the customers expected longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event. <(><<)>end>